Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Event 1: b30 error, no image. It is likely the charge-coupled device (ccd) unit was damaged while the user was handling the device, which caused the reported event. Event 2: channel clogged by foreign material. It was confirmed that the channel was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "- inspection of the endoscopic image" the event can be prevented by following the instructions for use (IFU) which state: "- if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope displayed scope communication error (b30) message. The reported issue occurred during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was clogging the channel which, is also a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction reported by the customer as well as the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation no error codes were observed, however there was no image when angulated in the up position. Upon further inspection, it was observed that the channel was clogged with foreign material that could not be removed. Due to this clog, there was no brush passage. This finding was due to insufficient cleaning or incorrect reprocessing of the scope. Lastly, it was observed that there was low angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.